Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the manufacturer representative reported that the health care provider (hcp) was likely the one reprogramming the patient's device. The manufacturer representative knew that the hcp wanted to do a generator replacement with a possible lead revision due to a high impedance reading, which indicated to the hcp that something was wrong. The manufacturer representative was there to support the case.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v627030, implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4).

Event description:
The consumer reported that she had no therapeutic effect on the system. They tried a couple of adjustments and it sent the patient to the moon with a shock. She ended up having a replacement surgery and the manufacturers¿ representative informed the patient that the lead was never connected to the implantable neurostimulator which was why she was not getting therapeutic effect. This situation was resolved and the patient¿s current system was working well for her. She was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up was not required as all fields were deemed sufficient. If additional information is received, a follow up report will be sent.